Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device was noisy and overheated prior to the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be verified. Performed pre-temperature test had the following results after 1 minute: gear 79f, motor 75.9f and bearing 79.3f. The housing was disassembled. It was found that the seals were worn and that the bearings, housing and motor were corroded due to dried saline. The seals and bearings were replaced. The device was tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.